Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test otc, 2 test pack using unknown sample types. The first antigen self test was performed on (B)(6) 2022 at 2:00pm which generated a negative result. The second antigen self test was performed on (B)(6) 2022 at 7:00am which generated a positive result. The consumer then took an unspecified third test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test otc, 2 test pack using unknown sample types. The first antigen self test was performed on (B)(6) 2022 at 2:00pm which generated a negative result. The second antigen self test was performed on (B)(6) 2022 at 7:00am which generated a positive result. The consumer then took an unspecified third test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 172637 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260 / lot 172637 and device part number 195-430h / lot 164557. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172637 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172637 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.